Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was beeping. The patient was told by the emergency department physician that ¿it was a lead issue¿. In addition, the patient reported having a ¿weird sensation¿ on the ICD site. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that the rv lead was malfunctioning and was no longer needed; therefore, the rv lead was inactivated.